Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that reservoir had leak at past 2nd o-ring during therapy. Customer¿s blood glucose was 280mg/dl at time of incident. Reservoir will not be returned for analysis.